Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
There was an extreme amount of play side to side where the mast and the base come together.